Event description:
It was reported that this right ventricular (rv) defibrillator lead was surgically abandoned due to high out of range shock impedance measurement greater than 200 ohms. A new lead of a different model was successfully implanted. No additional adverse patient effects were reported.